Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height main drawer 3.1, 3.2 was failed and it was unable to detect on bus. The field service engineer (fse) removed the back panel and confirmed that all lights were showing normal. The fse had powered off station and all cables were reconnected. Loose medication stuck between the cubie pockets was removed, and the side rails were cleaned. As a result, the drawer started functioning properly again. The system functioned as intended after the field service engineer repaired the device.